Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported the vitreous cutter caused tearing of the retina during the procedure. The cutter also had a "weird" cutting sound. Additional information has been requested.